Event description:
It was reported that the nurse stated they were trying to fill arctic sun device, but it would not take up water. They have been getting 02 low flow alerts. Advised 02 low flow alert was not related to the amount of water in the device. Had them drain pads and disconnect. Hypothermia rewarm patient temperature (pt) was 36c, targeted temperature (tt) was 37c. Walked through placing device in manual control at 36c. System diagnostics showed that the outlet monitor temperature (t1) was 13.1c, outlet control temperature (t2) was 13.1c, inlet temperature (t3) was 30.2c, chiller temperature (t4) was 6.7c, water flow rate (wfr) was 0, inlet pressure (ip) was 0, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 3. Device alert 41 low internal flow. Screen locked up and unable to view system and pump hours. Advised circulation pump needs to be evaluated. Swap out devices and send this one to biomed labeled 41 (low internal flow). As per ucc notification received via task on 13nov2025, additional information from technician, it was reported that the arctic sun device would not fill and failed calibration error 2 (pre-warm inlet pressure error). It was determined that the device had a failed circulation pump. Circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was 0.0, flow rate (fr) was 0.0. Per sample evaluation results received via task on 20jan2026, it was reported that the circulation pump having seized bearings found in (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to fill arctic sun device, but it would not take up water. They have been getting 02 low flow alerts. Advised 02 low flow alert was not related to the amount of water in the device. Had them drain pads and disconnect. Hypothermia rewarm patient temperature (pt) was 36c, targeted temperature (tt) was 37c. Walked through placing device in manual control at 36c. System diagnostics showed that the outlet monitor temperature (t1) was 13.1c, outlet control temperature (t2) was 13.1c, inlet temperature (t3) was 30.2c, chiller temperature (t4) was 6.7c, water flow rate (wfr) was 0, inlet pressure (ip) was 0, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0, heater was 0, water reservoir level (wrl) was 3. Device alert 41 low internal flow. Screen locked up and unable to view system and pump hours. Advised circulation pump needs to be evaluated. Swap out devices and send this one to biomed labeled 41 (low internal flow). As per ucc notification received via task on 13nov2025, additional information from technician, it was reported that the arctic sun device would not fill and failed calibration error 2 (pre warm inlet pressure error). It was determined that the device had a failed circulation pump. Circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was 0.0, flow rate (fr) was 0.0. Per sample evaluation results received via task on 20jan2026, it was reported that the circulation pump having seized bearings found in a work order.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event could not be determined. The device was evaluation upon receipt. During evaluation it was found that bearing in the circulation pump motor had seized. The circulation pump motor was replaced. The arctic sun 6000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested and passed. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.